Event description:
It was reported to medtronic minimed that the customer requested a pump replacement after experiencing a severe low blood glucose event. The blood glucose value is 20 mg/dl. The customer was treated with glucose. The event involved product(s) unknown sensor, mmt-332a, unomedical, mmt-1884l. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for unknown sensor, mmt-332a, unomedical. Product mmt-1884l has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 30-aug-2025, there is autosuspend (12) recorded in the formatted history file on: (B)(6) 2025 09:19:00.000, 08/30/2025 09:29:00.000. (B)(6) 2025 21:29:00.000, 08/30/2025 21:39:00.000. Upon checking the pump diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set (12 hours) for auto suspend. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 30-aug-2025 and customer event date/month ((B)(6) 2025) listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the ss event date of 30-aug-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 22:02:00.000 please see below for the date range listed in the formatted history file for the month of (B)(6) 2025. The formatted history file lists data from (B)(6) 2025. In further review of the formatted history file for the customer's event date/month of (B)(6) 2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 10:54:00.000 (B)(6) 2025 16:12:00.000 replace battery alert was found on: (B)(6) 2025 20:25:00.000 (B)(6) 2025 01:43:00.000 replace battery now alarm was found on: (B)(6) 2025 20:56:00.000 (B)(6) 2025 21:06:00.000 (B)(6) 2025 02:14:00.000 (B)(6) 2025 02:14:00.000 insert battery alarm was found on: (B)(6) 2025 03:30:21.000 to 07/13/2025 03:51:12.000 (B)(6) 2025 02:21:52.000 failed battery alert/battery failed alarm was found on: (B)(6) 2025 03:30:39.000 to 07/13/2025 03:46:44.000 power loss alarm was found on: (B)(6) 2025 03:33:06.000 (B)(6) 2025 04:17:52.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 10:38:59 pm. There was no power data available for the ss event date of 30-aug-2025 and month of (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert, replace battery now alarm, failed battery alert/battery failed alarm and power loss alarm. No unexpected low battery alert, replace battery alert, replace battery now alarm, failed battery alert/battery failed alarm and power loss alarm noted during testing. Sensorerroralert (801) was found on: (B)(6) 2025 03:36:17.000 (B)(6) 2025 21:09:34.000, 07/20/2025 21:19:00.000 (B)(6) 2025 11:54:34.000 lostsensor1alert (780) was found on: (B)(6) 2025 04:08:00.000 (B)(6) 2025 22:30:00.000, 07/17/2025 22:40:00.000 (B)(6) 2025 16:55:00.000 (B)(6) 2025 17:16:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 04:24:00.000 (B)(6) 2025 17:12:00.000, 07/29/2025 17:33:00.000 sgcalibrationerror (776) was found on: (B)(6) 2025 19:12:31.000 to 07/16/2025 19:16:21.000 (B)(6) 2025 14:10:26.000 (B)(6) 2025 16:21:46.000 (B)(6) 2025 09:15:29.000 sensorexpiredalert (794) was found on: (B)(6) 2025 16:24:34.000 (B)(6) /2025 16:45:10.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.41 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.